Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the probe response was bad. It was the first time the device was used. A new product was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found no damage or anomalies in the construction of the device. The tip fit securely in the handle. The stimulating plug / wire to tip showed continuity with a reading of 0.6 ohms, the manufacturing requirement is less than 3.3 ohms which indicates an in-specification condition. The probe was plugged into a nim system using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / tone over 300uv. The black adjustment button would increase the stimulating current, decrease the stimulating current, and perform snapshots with no issue. If information is provided in the future, a supplemental report will be issued.